Event description:
It was reported that the patient experienced a skin reaction under the sensor pod area and at the puncture site. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s nurse reported that the patient removed the sensor on (B)(6) 2021 at the end of a full 10-day session and noticed the site was red, sore, and scabbed, about the size of a quarter. There was a little dot of pus at the applicator needle puncture site. The patient also later reported that he had inflammation, pimples, dry skin and drainage at the site. Three days after removing the patch and noting the symptoms, on (B)(6) 2021, the patient went to the doctor¿s office and was prescribed oral antibiotic augmentin 500/125 mg, one tablet three times a day for ten days. At the time of follow up the patient stated that the wound was healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).